Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. During a review of the device history, multiple button ID: invalid alarm codes were noted. The probable cause of the touchscreen not responding was corrosion on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During testing at the user facility, the device touchscreen did not respond. Prior to testing, the customer contact reported the device audio settings won't turn on. No add'l info was provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.